Event description:
It was reported that this right ventricular (rv) lead perforated the ventricle at the apex. It was removed via a thoracotomy and a replacement lead was successfully implanted intravenously. No additional adverse patient effects were reported.